Manufacturer narrative:
(B)(4). The analysis was performed by (B)(4) investigation of the guide wire could not be conducted because it was not returned. Investigation of the production record revealed no anomaly. Based on the provided information, it could not be determined or identified if there was any product issue, including coil stretch and/or guide wire separation. During the production process, all products are inspected for intactness and being free of defect at the time of packaging to holder tube and sterile pouch, and the inspection-passed product at the time of withdrawal from the holder tube.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.(B)(4).

Event description:
It was reported that the tip of the guide wire was found to be fractured when it was removed from the hoop. The second guide wire, from the same lot, could not be removed from the hoop. Neither guide wire was used. No additional information was provided.